Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's display blanked out. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed and attributed to a system interconnection flex cable that was not properly seated to a connector. The led backlight harness cable was realigned to the connector to correct the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.